Event description:
Customer reported anesthesia machine moved toward MRI magnet. There was no reported patient injury. Datex-ohmeda's investigation into the reported occurrence is sill ongoing. A follow-up report will be issued when the investigation has been completed.